Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported infusion set detachment at the quick release portion while she was sleeping. Her blood glucose level was more than 300 mg/dl and she corrected it by using pump after changing her infusion set. The location of insertion was her abdomen. No further information available.